Event description:
Per the clinic, the device was electively explanted on (B)(6), 2022, due to patient being a non-user and requiring an MRI. There are no plans to reimplant the patient with a new device as of the date of this report.

Event description:
Correction: the initial MDR submitted on november 04, 2022 was filed inadvertently. No serious injury has occurred.